Manufacturer narrative:
The MFR has been notified of the reported complaint. As we were informed by the distributor the instrument broke during surgery. The jaws opened but won't close. No pt injury was reported with this incident. This incident occurred at the hosp. The instrument in question was thoroughly checked by assistant to the safety officer as well as assistant head of production: with production lot # 80003200, was manufactured in 02/07 and delivered to the distributor on february 28th, 2007. Our computer system allows us to trace back delivery until july 2002, and so far, we have not rec'd a complaint of this nature. The production documents prove that the insturment was manufactured in accordance with the given production specifications. Inspecting the insturment visually and testing the function, we noticed the hinge pin between jaw part / draw wire being sheared off (pls see following pictures). After receiving the distributor's admission, we disassembled the jaw part for further investigation purposes and found out that the end of the hinge pin, which is made of steel material 1.4401 empty 0.8 mm, are still inside the bar of the jaw part (ps. See below picture). Further defects or indications for the possible cause could not be found. Conclusion: above observations leads us to the assumption that applying too much force could be the cause for this defect. Since this evaluation indicates no defect of material , no defect in design or any defect in manufacturing, no corrective action has to be taken on our part. Please ask the hosp if the broken part was found. If the broken part is remained in the pt, then the pt should be informed about the risk of moving parts in case of a computerthomographie. This incident is classified as being not security relevant as per the guideline of the european union: and is also not subject to be reported since we had no info that pt injury was implicated.